Event description:
It was reported during pre-test, while emptying the cuff and turning the 3-way crane, the bracket broke the cuff and water spilled out. No patient injury reported.

Manufacturer narrative:
It was found one 8.0mm fome cuff device was returned without the 60cc syringe barrel. The stopcock valve that is typically attached to the syringe was found broken at the luer connector and inserted in the red plug inflation port of the trach device. The complaint stated that the stopcock broke during pre-test of the device. It is possible to use excessive force when turning the stopcock thus causing the damage. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).